Event description:
On (B)(6), 2011, the patient underwent a thoracic stenting procedure to treat a thoracic aortic aneurysm. The catheter was advanced through a 24fr gore dryseal sheath. After the stent was deployed, the physician had difficulty removing the sheath. It was reported that the patient's aortic bifurcation and internal and external iliac arteries were calcified. The physician re-advanced the sheath, then made another attempt to remove it. Upon removal, a portion of the patient's iliac artery was torn away. The patient was then converted to an open procedure. The patient lost an unknown amount of blood, resulting in transfusion. The torn artery was repaired by suturing a 10 mm graft end-to-end with the common femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.